Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had their second revision on the pump on (B)(6) 2022 because the pump was flipping and they were not getting medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.